Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a non-vitros biorad l3 control fluid was processed on a vitros eciq immunodiagnostics system. The investigation was unable to determine a definitive assignable cause. Based on historical vitros tsh reagent lot 5318 quality control results, there is no indication a reagent related issue contributed to the event. There was no evidence to suggest a vitros eciq immunodiagnostic system malfunction. Unexpected instrument performance is not a likely contributor to the events, however it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not undertaken. The assignable case of the event is unknown.

Event description:
The investigation determined that a higher than expected vitros tsh result occurred using a single level of non-vitros biorad control processed on a vitros eciq immunodiagnostics system. Biorad l3 result of 31.6 miu/l vs. An expected result of 24.1 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. However, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).